Event description:
On (B)(6) 2020, a 2nd patient sent to the ICU after dialysis treatment. No further information was provided. Unknown details of adverse event or patient symptoms. Clinical specialist will continue to attempt to obtain additional information. Additional information received on 11/23/2020: patient (B)(6); (B)(6)-year-old female, started dialysis treatment at 630am on (B)(6) 2020, set for 3.5h as ordered, bp 104/65; hr 97. Patient complained of heartburn during dialysis. Patient stated she has this occasionally at home and takes some meds for it. Renal physician notified of patient's complaints. Patient was started on oxygen 3l/nasal cannula due to complaints of shortness of breath. O2(oxygen) saturation checked, 100% with oxygen. Patient was resting during hd with no further distress. At approximately an hour and a half into treatment, renal physician was making rounds, seen and examined patient, with orders to stop hd, draw labs: cbc, lipase, troponin, electrolytes and sent to emergency room for further evaluation/treatment. Hd ended 2.5 hours into treatment. Needles were removed with no severe bleeding. Bp 118/68; hr 98; temp: 97.8. Treatment information: number of hours: 2.5 access; bfr: 400; dfr: 600; heparin: bolus; how long on dialysis: 2.5 hours into a 3.5 prescribed treatment; dialyzer: elisio 19h dialyzer; machine: phoenix gambro.